Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient had a change in stimulation. The patient had a ground level fall and since the fall the character of the stimulator had changed. The patient was reprogrammed as an intervention. Following programming and addition of a program the patient had good pain coverage. The event was related to the device or therapy, more specifically the programming, and not related to the implant procedure. The event was considered resolved without sequelae.

Event description:
Additional information received reported that x-rays were taken and the leads and tips were in the proper location/position. No problems were noted. Reprogramming the device successfully improved pain coverage. The fall was unrelated to the device.